Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a transient ischemic attack it was reported this on (B)(6) 2021, a mitraclip procedure was performed treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1+. The following day, the patient had a possible transient ischemic attack (tia). The physician was unable to determine if the implanted clip caused or contributed to the tia. Due to the tia, the patient required prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on available information, a cause for the transient ischemic attack could not be determined. Furthermore, transient ischemic attack is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The prolonged hospitalization was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.